Event description:
It was reported that the spinal cord stimulation (scs) patient coded on the table during the implant procedure. The patient was resuscitated and fully recovered. The implant was successfully completed. The physician did not believe the event was device related.